Event description:
Healthcare professional reported a left side capsular contracture baker grade ii. Healthcare provider called to report deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, a crease smooth opening assessed to a fold flaw opening and three openings striated assessed as to surgical damage. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. ¿ black fluid observed inside of the device.

Event description:
Healthcare professional reported a left side capsular contracture baker grade ii. Healthcare provider called to report deflation. Device has been explanted and replaced.